Manufacturer narrative:
No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 925185h, list# 14687-0489 and no discrepancies that may have contributed to a complaint of this nature were found.

Manufacturer narrative:
Received one used 146870489 primary plum set for evaluation on 9/24/2019. The complaint of leakage from the vent plug juncture on the drip chamber on the 146870489 primary plum set can be confirmed. The set was leak tested per product specification. There was a leak observed from the vent plug juncture filter material with the cap open. The leakage observed appeared to seep from various locations. The probable cause of leakage is due to a temporary or complete loss of hydrophobic properties of the filter vent material.

Manufacturer narrative:
The device is expected to return for evaluation. It has not been received.

Event description:
On an unspecified date, the event involved leakage of 5fu on the air vent of a plumset after 10 minutes of infusion. No additional information was provided.